Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 354 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. In addition the patient experienced irritation at the pod infusion site. As treatment, the patient drank water and slept. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the device completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of causing the reported event. The cause of this event could not be determined.